Event description:
Information received indicates the brake and brake/steer casters will not hold.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters and the brake block mechanism to repair the bed.